Event description:
It was reported via a registry, that the patient experienced lower extremity increased spasticity. A study was performed and revealed that the catheter was broken or cut in an unknown location. A new catheter was placed and the patient is stable, but the spasticity is "about the same". The patient was receiving baclofen 2000 mcg/ml at a daily dose of 1252 mcg/day.

Manufacturer narrative:
(B)(4).